Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implantable pump for spinal pain. It was reported the patient was receiving "1649.4" mcg/ml at "3750.0" mcg/day, for both drugs. It was reported on (B)(6) 2019 the patient¿s pump was alarming or beeping. The patient stated they were unsure of when their pump refill was, so they found a printout from their last refill which showed they were due for a refill on (B)(6) 2019. However, the patient thought the refill would be sometime near (B)(6) (2019). The patient reported they did not get refilled even though they were at the clinic. The patient stated, ¿nobody said anything to me.¿ the patient reported they were feeling sick like they were going through withdrawals and their pump was alarming every five minutes. The patient¿s low reservoir alarm was set to 2.0 ml and the patient wanted to know when her pump would go completely dry. The patient was redirected to follow-up with their healthcare provider. The alarm was consistent with a pump alarm. It was indicated the alarm began on (B)(6) 2019. No further complications were reported or anticipated.